Event description:
The pt stated that he observed "2.01" in addition to four dashes in the middle of the lcd display of his infusion device. During troubleshooting with a comp rep, he stated that he was not sure how long the power pack had been in the infusion device, but he believed it was in use more than two weeks. He stated that he was aware of the recall. He was educated how to distinguish between corrected power packs and those affected by the recall. He was advised to properly dispose of all power packs he had that were affected by the recall. He replaced the depleted power pack in the infusion device with a corrected power pack and the device functioned correctly. He did not report any blood glucose concerns. The pt did not require medical assistance from a healthcare professional or second party to address the issue. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.